Event description:
During placement of a 13-mm x 32-cm complex coil into a 13-14mm posterior communicating aneurysm, it was noted that several coil loops were protruding into the parent artery. After four attempts to reposition the coil, it detached prematurely. A snare was used to retrieve the coil. Some vasospasm was noted due to manipulation during the retrieval attempt. Reopro was administered to prevent a thromboembolic complication. Additional coils were implanted and the procedure was completed with no adverse events.